Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 1. The care giver (cg) stated the home patient (hp) is pretty sure she connected when she was suppose to but she doesn't remember. The technical service representative (tsr) explained the alarm and then assisted the cg to cycle power off/on twice to clear the alarm and then explained to start over with all new supplies. There was no patient injury or medical intervention was indicated at the time of the initial report. During a follow up, the caregiver stated that this was an isolated event and she was unsure of what might have caused the alarm. The caregiver stated that the home patient did not develop any adverse reactions or require any medical intervention. The caregiver also stated the home patient is currently performing therapy without any complications. The caregiver stated that after starting over with new supplies no further issues were found.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress through (B)(4).